Event description:
The lead was returned with no information, but appears to an attempted but not implanted lead. We will conduct follow-up to determine why the lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Distal conductor distorted. Helix/lobe distorted/bent. Twisted insulation. Blood/body fluid in/on distal conductor(not obstructed) and helix/lobe mechanism(sleeve head).